Event description:
It was reported that crack on the control section (side of the suction valve mounting part) was observed. The issue found during preparation for use for a diagnostic procedure. The device was replaced with a similar device and the intended procedure was completed with no delay. There was no patient harm or injury reported. No user injury reported due to the event. Device evaluation found the coating of the insertion section partly peeled off.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted the coating of insertion section found partly peeled off. Furthermore, service found the connecting tube is dented. It cannot be waterproof due to the breakage of control section. Crack and scratches on the control section observed. The customer reported issue could be confirmed. Additionally, the following findings during device inspection were noted: angulation in the up direction is out of standards due to worn of angle-wire. The gap of a-lever is out of standards due to the worn of angle-wire. Lg (light guide) lens broken. Lg lens was chipped. There is corrosion on el-connector due to the leakage. Insulation resistance value of distal end is out of standards since a-rubber adhesive is peeled off. A-rubber adhesive is peeled off. Adhesive around the lenses worn out. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: insertion tube coating peeled off due to physical stress. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.